Manufacturer narrative:
The device was not returned, entered incorrect coding. Updated with correct coding. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on pan setting, the alarms are set to 65; it did not sound when it went above it. There was no sound nor visual alarm. There was no adverse event or patient harm reported.